Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure, a permanent cautery hook instrument was hanging and hard to remove from the arm. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was returned with the distal tip detached from the main tube. All drive cables and wires had been cut. The instrument broke at the prox clevis to the main tube interface. Both proximal clevis and main tube were missing pieces. The clevis likely became dislodged from the main tube, preventing removal from the cannula. The cables were likely cut to enable removal of instrument from cannula. Engineering concluded the breakage was likely due to overloading at the instrument tip. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.